Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, customer reloaded the same cartridge successfully and resumed insulin delivery.